Manufacturer narrative:
The lot number was not reported therefore a review of the manufacturing records/retained samples/blade lot could not be reviewed. Additional information was requested. No samples or photos were provided displaying the position of the blade or the incision. No intervention details were provided. No patient injury was reported. Without receiving the pertinent lot code information to review the device history records or retained samples, receiving the actual sample for review, photos of the actual sample or incision or receiving details regarding the preoperative preparation of the device, procedure details or the surgeon's technique, a definitive root cause for the uneven cut cannot be determined at this time.

Event description:
The end user reported the blade was not in the correct position; backwards which led to an uneven cut.